Event description:
Procedure type: inguinal hernia repair. According to the reporter, the balloon broke in pieces during the case, however, all pieces were recovered. Doctor did not report any tissue damage. No extra bleeding was reported. No pt injury was reported. No additional info was available at this time.

Manufacturer narrative:
(B) (4).